Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the inner and outer enclosure screw holes were damaged. The battery enclosure was damaged. The quick connect push button was bent. A functional evaluation revealed the device failed the weight test. The piston migration was at 1.7 inches. The reported failure of a broken case was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with intended use. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review regarding the investigation findings of a failed weight test concluded that this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the spider 2 tenet had the case cracked. No case reported; therefore, there was no patient involvement. Results of investigation have concluded that this unit failed the weight test which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.